Manufacturer narrative:
Updated data: d4. Expiration date, lot #, UDI # h4. Device mfg. Date corrected data: d10. Was inadvertently omitted from the initial medwatch report. E1. Initial reporter region was inadvertently omitted from the initial medwatch report. G2. Report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, complete heart block (chb) was observed. The valve was recaptured; however, the chb continued and the valve was implanted. Following the implant of the valve, there was no improvement in the chb. Subsequently, the patient left the procedure with a temporary pacemaker re-inserted via the neck.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, complete heart block (chb) was observed. The valve was recaptured; however, the chb continued and the valve was implanted. Following the implant of the valve, there was no improvement in the chb. Subsequently, the patient left the procedure with a temporary pacemaker re-inserted via the neck.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.